Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2005924) on (B)(6) 2020. The most recent information was received on (B)(6)2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and multiple episodes of device breakage ('discovery of a essure fragment in the left uterine horn', 'removal of a piece of implant intrauterine in (B)(6) 2017') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right essure bent during placement, therefore tube still permeable" (seriousness criteria medically significant and intervention required) and device use error "right essure bent during placement, therefore tube still permeable". On(B)(6)2012, the patient had essure inserted. In (B)(6) 2019, the patient experienced the first episode of device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the second episode of device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), fibromyalgia ("pain similar to fibromyalgia"), tendonitis ("multiple tendonitis"), fatigue ("chronic fatigue") and disturbance in attention ("difficulty concentrating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal, tubal ligation and will have a hystrectomy soon). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, fibromyalgia, tendonitis, weight increased, fatigue and disturbance in attention had not resolved and the last episode of device breakage outcome was unknown. The reporter considered abdominal pain, disturbance in attention, fatigue, fibromyalgia, pelvic pain, tendonitis, weight increased, the first episode of device breakage and the second episode of device breakage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and multiple episodes of device breakage ('discovery of a essure fragment in the left uterine horn', 'removal of a piece of implant intrauterine in (B)(6) 2017') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right essure bent during placement, therefore tube still permeable" (seriousness criteria medically significant and intervention required) and device use error "right essure bent during placement, therefore tube still permeable". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2019, the patient experienced the first episode of device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the second episode of device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), fibromyalgia ("pain similar to fibromyalgia"), tendonitis ("multiple tendonitis"), fatigue ("chronic fatigue") and disturbance in attention ("difficulty concentrating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal, tubal ligation and will have a hysterectomy soon). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, fibromyalgia, tendonitis, weight increased, fatigue and disturbance in attention had not resolved and the last episode of device breakage outcome was unknown. The reporter considered abdominal pain, disturbance in attention, fatigue, fibromyalgia, pelvic pain, tendonitis, weight increased, the first episode of device breakage and the second episode of device breakage to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.